Event description:
During an operative procedure a disposable item broke while being used in patient during a transurethral resection of the prostate (turp). The surgeon exacted the broken piece. The item was removed from the field. Manufacturer response for monopolar angled cutting loop, (brand not provided) (per site reporter). Unsure but the rep was notified so he may further investigate.